Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/29/2016 with the following findings: on investigation, the audio tones function properly. No unusual sounds occurred during testing. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (audio tone issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.